Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) and high capture thresholds in the left ventricular (lv) lead. Technical services (ts) was contacted and recommended follow up. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.